Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker system was explanted due to infection. It was suspected that the infection was related to the patient's thinness and pacemaker's bigger size. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.